Event description:
Clinical narrative: impella rp flex was inserted via the right femoral vein in a 60-year-old male patient for post-cardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos). The patient's comorbidities were not reported. The patient's clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage e. The patient required concomitant intra-aortic balloon pump support, inotropic therapy, vasopressor therapy, and respiratory support prior to and during impella rp flex support. During implantation, significant bleeding was reported from the peel-away introducer sheath while the abiomed guidewire remained in place. The operator exchanged the peel-away introducer sheath for a new sheath, resolving the bleeding and after which the impella rp flex device was successfully delivered and support was initiated. While in the intensive care unit, a hematoma was subsequently identified at the impella rp flex insertion site. It was additionally reported that a decrease in platelet count and cell aggregation presumed to be associated with continuous renal replacement therapy (crrt), impella support, and intra-aortic balloon pump support contributed to a decline in hemoglobin and hematocrit. The patient received two units of packed red blood cells and three units of platelets. Throughout support, the impella rp flex operated as intended. The reported bleeding and hematoma are most consistent with procedure/access-related complications associated with large-bore vascular access, anticoagulation, and the patient's underlying critical illness. The patient was later successfully weaned from impella rp flex support and survived to explant. The access-site bleeding and hematoma occurred in temporal association with device implantation; however, the findings are most consistent with procedure/access-related complications rather than device malfunction. The patient survived to explant.

Manufacturer narrative:
This is one of two related reports. This report represents the introducer and another report was submitted to represent the impella rp flex. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.